Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 4 years and 4 months after the dental implant was installed in the pt's mouth, it was verified its non osseointegration. Pt had low bone quality (bone type IV).